Event description:
It was reported that "the resection loop broke inside the uterus, and the fragment remained inside. After much difficulty, the fragment was extracted." It was confirmed that the procedure was completed successfully. It was also stated that the procedure was prolonged between 15 and 60 minutes and that there were adverse consequences for the patient in the form of "risk of perforation". Based on this received information, the case is deemed reportable as a precautionary action.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).